Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge. It was noted that patient report more pain on thighs and feet. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from the date manufacturer was made aware.